Event description:
It was reported a revision was performed due to an implant fracture. Also, the patient had additional surgeries and other serious conditions.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). The associated complaint device was returned and evaluated. A visual inspection of the returned device revealed the plate has fractured into two pieces. Both pieces were returned. The device is marred and scratched. The device was manufactured in 2011. The additional listed parts were not returned. A review of complaint history revealed no prior complaints for the listed part 71800112. The lots are unknown for the additional listed parts. A review of the manufacturing records for listed part 71800113 did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An evaluation performed by our lab concluded that the peri-loc 4.5 mm lateral distal femoral locking plate fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the plate could not bear the imposed patient loading, which led to an overload fracture. Fatigue cracking is caused by the plate bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to excessive patient activity levels prior to full bone union, applications of loads in excess of the material¿s strength, poor bone quality, and/or non-union. No material deviations were found during this investigation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.